Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported a vent inop (inoperable) error while using the avea ventilator. The customer reported that the avea ventilator also showed high ppeak (peak pressure) and circuit occlusion alarms at the time of the incident. The customer attempted to calibrate the pressure transducers, inspiratory (insp) and expiratory (exp), but only to have repeated failure. It was recommended by carefusion (cfn) global care support to replace the gde (gas delivery engine), and the return process initiated. The issue found was during pre-use testing and was immediately taken out of service. The customer reported no patient involvement or allegation of patient harm. At this time, cfn has not received the suspect device component for evaluation.